Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal; inflation: manometer; guide cath: cordis xb3.5 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during pre-dilatation of the proximal circumflex lesion, the 3.5 x 20 trek was inflated to 12 atmospheres without difficulty. During deflation it was noted that the balloon was very slow. The balloon was removed from the guiding catheter without resistance, but after extraction, it was observed that the balloon was badly folded; 2 folds instead of 3 folds. The device was not used again in the anatomy. A promus stent was used in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible on the balloon, hypotube and crystallized contrast in the inflation lumen, consistent with preparation and the catheter used in the patient anatomy. The balloon was flat. There was a kink in the shaft distal to the guide wire exit notch. There were multiple kinks and bends through out the entire length of hypotube. A non-abbott inflation device was returned attached to the hub. There was 5 cc of fluid filled in the syringe. There was blood on the handle. There was no damage noted to the non-abbott inflation device. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. The total catheter length was measured and met manufacturing criteria. The returned inflation device was filled with contrast medium; diluted 1:1 with colored water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. The deflation times were measured and met manufacturing criteria. Negative pressure was pulled and the balloon deflated flat. A flat balloon is not uncommon especially when inflated outside of the patient anatomy, but can also be the result of multiple/high pressure inflations. The patient anatomy was moderately calcified which also may have contributed to the reported balloon refold issues. Incidentally, it is likely that the noted kinks and bends to the catheter occurred post procedure during packing for return analysis as there was no mention of the kinks in the case information and return analysis was unable to confirm the reported difficulty deflating the balloon despite the presence of the kinks and bends. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported deflation difficulty could not be confirmed; however the balloon refold appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.